Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The recurrent infection was covered under MFR report numbers 2916596-2018-05773, 2916596-2020-03925, 2916596-2020-03926. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to hemorrhagic stroke. It was unknown whether the cause was septic emboli that converted, as the patient had a history of bacteremia. The death was no considered to be device related and it was reported the device operated as expected.